Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted and migration have been ruled out. Additionally, the patient having contraindicating conditions, the patient experiencing an accident or fall, and implanting the device too superficial have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain at the receiver site and nodule is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain at the receiver site. Additionally, the patient reported a nodule at receiver site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025. The patient is feeling 100% better and the swelling has reduced.